Event description:
It was reported the patient had an unplanned hyeropia post operative implant of the intraocular lens. The iol was removed and replaced without complication, visual acuity is good.

Manufacturer narrative:
The iol was received for analysis, diopter measured correct as labeled. While the cause of this event has not been determined the results of our investigation reasonably suggest, it is not manufacturing related. The lens met manufacturing specifications prior to release.